Manufacturer narrative:
H11: manufacturing review: a DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sleek otw device was returned for evaluation. The sleeve was present on the balloon. A pinch was noted 30mm from the proximal end. It was also slightly flattened 80mm from the distal end. A break was confirmed at the balloon taper point and the catheter outer shaft. The inner was stretched within the break area. A section of the sleeve had to be cut / removed to allow its attempted removal from the device. The was successful and the sleeve was removed without difficulty. The inner diameter of the sleeve was measured and complied to specifications. The findings from the investigation were considered in determining the need for further action relating to the design and manufacture of the device, review of similar complaints, previous investigation information and root cause investigation outputs the results of the investigation concluded that no additional action and/or corrective action is required at this time however the codes associated with this complaint will be monitored for trends as well as for threshold considerations as part of the etds metrics review. The definitive root cause for the sleeve removal difficulty issue could not be determined based upon the available information received from the field communications and device evaluation. However possible contributing factors include user handing methods and excessive force during device preparation. The sleeve exhibited a pinch close to the proximal end and slight flattening was located 80mm from the distal end. The stretched inner suggests that excessive force was used by the hcp in attempting to remove the sleeve resulting in the break in the device. Labeling review: the instruction for use for this sleek otw device (in122, rev. 6) was reviewed and the following sections are applicable. Balloon characteristics please check the package label for the rated burst pressure (rbp). It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Compliance charts are provided with each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The sleek otw balloons reach their nominal diameter at 6 atm (608 kpa). Indications: the sleek® otw catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not reuse, reprocess or resterilize. This product is designed and intended for single use. It is not designed to undergo reprocessing and re-sterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%). D2b: (dqy; lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the sleek otw pta catheter. Upon opening, the sleeve did not separate from the balloon. He tried to pull it, which resulted in damage. Another device was used to complete the procedure.